Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was replaced due to being inoperable. During the procedure, it was noted the patients ipg had flipped multiple time and twisted the extensions. It was further mentioned the ipg header had been cut due to the ipg flipping in the pocket. There was no pain associated with the ipg flipping.